Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager needed to be swapped with a new fridge. A field service engineer moved the remote manager to a new fridge. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager failed to open and needed to be swapped. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this incident.